Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for pulse generator change due to noise detection in both chambers. Also noted were several noise reversions, inappropriate mode switches and inappropriate high ventricular rate episode. The device was explanted and replaced successfully.